Manufacturer narrative:
Additional information: section a-3b patient gender: female section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The pre-loaded dib00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient had refractive surprise and reported being unable to drive, thus the iol was explanted in a secondary surgical procedure and replaced with a dib00 19.5 diopter iol. There was no patient injury and no incision enlargement during the lens exchange procedure. The iol directions for use were followed. Best corrected visual acuity (bcva) pre-operative was 20/50 and post-operative was 20/25. Patient status post lens exchange was reported as temporarily impaired. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 24-feb-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: half a lens and a haptic was received in a bag. During a visual inspection, the device was inspected under magnification. The lens was received cut in half with one half missing and a detached haptic was also received. The lens half was cleaned, and the edge of the lens was damaged. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ device advancement issue. These complaint issues reported are related. Based on complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.